Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
When introducing the stent into the sheath the stent got stuck in the sheath. The physician had to pull out the whole system with the sheath. The physician completed the procedure successfully.

Manufacturer narrative:
Engineering investigation: the device was removed from the shipping container and inspected for damage. The stent was in perfect condition with no signs of damage and was properly positioned between the two gold radiopaque marker bands. The catheter shaft showed signs of damage at the proximal balloon neck and approximately 25cm from the proximal balloon bond. The damage was only to the shaft and not the stent. The crimped stent diameter was measured and was found to be 2.5mm. This diameter is indicative of the 20 samples that were measured during the final lot qualification testing performed by the quality inspectors. To ensure the integrity of the product, the stent delivery system had a guidewire placed through the length of the catheter shaft and the device placed through a 7fr cook ansel introducer sheath, the stent deployed and the balloon pulled back through the introducer sheath without incident. The details although not clear imply that the stent may have been stuck in the introducer sheath or possibly that the balloon or sheath "burst into pieces". The returned device was still functional. A full review of the catheter lot history records for the devices in question was performed. The records indicate that this lot of catheters passed atriums final lot qualification testing. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath; ability to deploy the stent at nominal pressure (8atm); ability to withdraw the deflated balloon catheter back through the labeled introducer sheath; ability of the delivery system to withstand 5 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures; balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). Result: all quality inspection samples passed this final inspection without any non-conformances noted during the final lot qualification testing. Conclusion: based on the details of the event and the successful lot qualification test data, atrium can find no fault with the lot of stent delivery systems in question.

Manufacturer narrative:
Engineering investigation: the device in question was not returned so a proper investigation could not be performed. The details, although not clear, imply that the stent may have been stuck in the introducer sheath or possibly that the balloon or sheath burst into pieces. It is very unlikely that the balloon burst or the introducer sheath burst. Based on the details it is most likely that the device became lodged in the sheath. When reviewing the details of the device history records the crimped stent diameters of the measured product, all (B)(4) samples measured were in the proper diameter range. The crimp machine calibration was performed prior to crimping the stent on to this lot of catheters and met all acceptance criteria. Without the device in question the crimped stent diameter cannot be verified. If the introducer were available it too would have been inspected to ensure it was of the proper size and that there was no damage that would have prohibited the stent from being advanced through its full length. A full review of the catheter lot history records for the devices in question was performed. The records indicate that this lot of catheters passed atriums final lot qualification testing. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath. Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath ability of the delivery system to withstand 5 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). Result: all quality inspection samples passed this final inspection without any non-conformances noted during the final lot qualification testing. Conclusion: based on the details of the event and the successful lot qualification test data, atrium can find no fault with the lot of stent delivery systems in question. Clinical evaluation: if a balloon cannot be withdrawn back into a sheath and part of the component breaks off it would cause a delay in treatment. There are several possibilities that could cause a piece of the device to break off including excessive manipulation and force. It is stated in the instructions for use, "do not force passage or withdrawal of the guide wire or delivery catheter if resistance is encountered."